Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. No atypical events were captured and the system showed normal device operation above the low speed limit for the duration of the system controller log file. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 8 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system started producing elevated flows and powers two weeks postoperatively. The flow estimations and pump power had been fairly consistently elevated. The patient was on a high intensity heparin infusion and persantine was started the week prior due to suspected pump thrombosis. Lactate dehydrogenase (ldh) rose from 400 u/l to 600 u/l. The system controller was exchanged on (B)(6) 2017, but there was no change in the pump parameters. As of (B)(6) 2017, the patient was switched from high intensity heparin to bivalirudin. The patient remained on coumadin, aspirin and persantine. A ramp echocardiogram revealed the lv responded appropriately to speed changes. The patient had no other symptoms of pump thrombosis. The lvad parameters continued to fluctuate. Ldh decreased to 500 u/l while on bivalirudin. No additional information was provided.